Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as uncomfortable and digging into skin creating redness where the vibration box is also the physician stated it could be an allergic reaction to the fabric as well. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone ointment for the skin irritation. Follow up indicated that the skin irritation improved.